Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that caps are coming off after use with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "they said cap is automatically coming out from tubes, once they open it for giving serum to anlyzers, then they are placing that tubes s are placed vertically so when they try to life that tubes serum gets spillage ,as caps loose." 2000 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that caps are coming off after use with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "they said cap is automatically coming out from tubes, once they open it for giving serum to analyzers, then they are placing that tubes s are placed vertically so when they try to life that tubes serum gets spillage ,as caps loose." 2000 occurrences were reported.